Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: e4 is unknown and d4 model number is 6400.

Manufacturer narrative:
H6) additional information was received indicating that there was no patient injury.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that a high pressure error was on display. It is unknown if there was no patient, or clinician injury associated with this event.